Event description:
During a procedure the surgeon was implanting a 4.5mm cannulated screw into the pedicle and the threads of the screw began to unwind. The surgeon backed out the screw. Everything was removed. No broken parts remained implanted. The surgery was successfully completed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.